Event description:
On-q pump with ropivacaine 0.2% 40ml with standard basal plus pca mode at 6ml/hr and a pce bolus dose of 5ml/30min infused over 24 hour period. Frequency route: continuous catheter. Dates of use: (B)(6) 2014. Diagnosis or reason for use: post -operative pain control.